Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the continuous glucose monitor (cgm) did not provide an alert and the patient experienced a low blood glucose. Prior to the event, the patient recalled that his receiver displayed 85 mg/dl. While driving in a parking lot, the patient stated to fell dizzy and sweaty. He subsequently lost consciousness and crashed into another car. A witness called emergency medical services (ems) who took the patient¿s blood glucose (bg) and it was 30's mg/dl. Unspecified medical treatment was provided by ems, the patient became coherent, was transported to the hospital and was released from the emergency department 1 - 2 hours later. At the time of contact, the patient was doing okay. No product was provided for evaluation. Data was provided but confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the continuous glucose monitor (cgm) did not provide an alert and the patient experienced a low blood glucose. The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. Functional testing was performed and passed. Global receiver communication tests were performed and passed. The receiver was opened and a visual inspection was performed and passed. Speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.